Manufacturer narrative:
Concomitant medical products: model 3186, scs lead and therapy dates: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-05495. It was reported patient experienced lack of therapy. X-ray confirmed the leads migrated. As such, surgical intervention was undertaken on (B)(6) 2019 where in the leads were explanted and replaced with new leads. Reportedly, effective therapy was restored post operatively.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-05495.